Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. As the 3.0x20mm ion mr stent was loaded onto a non-bsc touhy the stent dislodged from the balloon. The stent delivery system did not enter the patients' anatomy. Procedure was completed with another 3.0x20mm ion stent. No additional patient complications were reported and the patient's current condition is ok.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was no blood or contrast on the device. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was dislodged from the sds. The stent struts were stretched and bent throughout the stent. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. As the 3.0x20mm ion mr stent was loaded onto a non-bsc touhy the stent dislodged from the balloon. The stent delivery system did not enter the patients' anatomy. Procedure was completed with another 3.0x20mm ion stent. No additional patient complications were reported and the patient's current condition is ok.